Event description:
It was reported that following a month after implant at the follow-up the physician wanted to aspirate the residual drug because he wanted to reduce the concentration of baclofen from 1000 mcg/ml to 500 mcg/ml keeping the same daily dosage of 150mcg, but he found out that the pump was still full of drug (20 ml); pump did not deliver any drug at all. A fluoroscopy was performed and the catheter seemed to be "ok." In order to check if there were obstructions in the catheter a catheter dye test and rotor test were to be performed after christmas. It was later reported that the tests will be performed after the epiphany. A follow-up report will be send when additional information becomes available.

Manufacturer narrative:
.

Manufacturer narrative:
Catheter model # 8709sc lot # unknown. Implant: unknown explant: unknown. (B)(4).

Event description:
A dye study was done (B)(6) 2012. They were not able to aspirate the drug from the catheter. X-rays showed a possible kinking of the catheter immediately distal from the v-wing anchor. A catheter revision was done (B)(6) 2012. The health care provider started with the replacement of the distal segment, throwing away the distal segment implanted where the kinking was visible. The csf flowed correctly through the catheter just implanted. Before connecting the new spinal segment to the old pump segment they clamped the spinal segment and wanted to check the flow of the drug through the pump segment: they programmed a priming bolus of 0.5 ml but nothing went out from the catheter. The health care provider (hcp) tried to flush directly from the cap but it also seemed that the distal segment was obstructed. The physician decided to take the pump out of the pocket and at that point they managed to flush a bolus directly from the cap into the catheter and they could finally see the drop. They connected the spinal segment to the pump segment, programmed the pump and closed the wounds. The patient outcome was noted as fine following the procedure.